Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that frequent loss of prime events had occurred without cause. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed no evidence of any error, alarm or warning (eaw) codes related to the reported, ¿loss of prime¿ issue. An eaw ¿06¿ warning was observed in the pump history immediately following a prime. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed and completed on the pump with no loss of prime warnings. The force sensor was found to be out of calibration. The pump case was removed; the force sensor pins were found to be fully seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The force sensor resistance was found to be within specification. Unrelated to the complaint, the bolus button cover was found to be detached from the pump.